Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. The event might be due to user's handling. * similar case had occurred at the facility in the past, which was presumably due to user's handling such as the following. It was presumed that this case was due to the same cause. - stress concentrated the base of syringe tip because the user inserted syringe into the biopsy valve at a tilt, which caused the syringe to break. - the syringe was deteriorated. * IFU instructs to insert the syringe straight into the valve. The user might have deviated from the instruction. * it was also presumed that foreign material had remained in the channel by improper reprocessing.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the channel cleaning brush was not able to be inserted into the clogged suction channel. Suction channel was clogged by the syringe tip. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, foreign material came out from the suction channel. There was no report of patient injury associated with the event. The event date was unknown.